Manufacturer narrative:
The account field representative in this patient's territory was notified, but no additional information is available at this time. Should further information become available, this report will be updated.

Event description:
Boston scientific received information that according to an x-ray, the electrode has pulled back and coiled back on itself. The patient presented to the emergency department, but no adverse effects were reported. A health care professional (hcp) contacted boston scientific technical services (ts) asking if the patient would feel an impedance test. Ts discussed there should not be any sensation from an impedance test; but was uncertain of effect of possible coil on coil or if there was another lead issue. Ts suggested not running an impedance test because it would be of little value. The hcp believes the device will be turned off to prevent inappropriate sensing and/or therapy and will discuss next course of action with the physician.

Event description:
Additional information was received that a revision procedure occurred. Initially it was suspected that the electrode had migrated; however, during the procedure it was discovered that the electrode was still sutured in place, but also in adipose tissue. No defibrillation threshold (dft) testing was performed due to the patient's poor health. It was noted the patient presented to the hospital in heart failure. The smart pass feature was enabled post-electrode revision. No additional adverse patient effects were reported.